Event description:
Caller reported pump battery would not charge, despite using a tandem charging cable and different wall outlets and adapters. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and the caller was instructed on how to prepare the pump for return using a pre-paid label. The caller had no backup insulin delivery available and planned to contact their healthcare provider.